Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 17 mg/dl; cause was unknown. Reportedly, customer's spouse called the paramedics and customer was transported to the emergency room (ER). Customer received intravenous glucose and fluids to treat bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.